Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was programmed to a mode for approximately two hours. The mode the crt-d was programmed to disables arrhythmia detection, and arrhythmia and crt therapies. While the device was in this mode, the patient went into ventricular fibrillation (vf) and could not be resuscitated. The patient is now deceased.